Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as patient made a mistake/touch contamination. The peritonitis was manifested by cloudy effluent. The same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. On the same day, the patient began treatment with intraperitoneal (ip) vancomycin and ip fortaz (doses and frequencies not reported) for peritonitis. On an unreported date the same month as receipt of this report, treatment with fortaz was discontinued. Dianeal and extraneal therapies were ongoing. The patient was discharged five days after admission. The vancomycin was discontinued twelve days after initiation. The patient was recovered from this peritonitis event. On an unknown date, the same month as receipt of this report, the patient was retrained on proper aseptic technique. No additional information is available.